Event description:
It was reported an implant embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted after meeting release criteria and with no leak observed. The following day post index procedure during a routine transesophageal echocardiogram (tee), embolization of the closure device out of the laa was discovered, as it was now located in the patient's left ventricle. The closure device was retrieved percutaneously using a lasso device.